Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), product type: pump. (B)(4).

Event description:
Information was received from a health care provider regarding a patient in (B)(6) who was participating in a clinical study and receiving lioresal via an implantable pump. The lot number, concentration and dose, medical history, and indications for use were not provided. It was reported that on (B)(6) 2015 the patient experienced increasing spasm to which the study site became aware on (B)(6) 2015. Per the patient, this happened previously when the pump was almost empty. Initially no action taken, only a refill of the pump. Action now taken was an unscheduled clinic/office visit. The spasm was not resolved and on (B)(6) 2015 the dose was increased via reprogramming and an ¿rx¿/x-ray was done. There was no identifiable device cause find on ¿rx¿/x-ray. The patient called on (B)(6) 2016 explaining that the increase did not influence the spasm. It was decided to perform a catheter revision. Seriousness of the event was reported as ¿no¿. The relatedness to the device/therapy was reported as possibly related but not related to the implant procedure. The event was reported as ongoing as of (B)(6) 2016. Additional information has been requested regarding the lot number of the lioresal, concentration, dose, indication for use, initial date of the increasing spasms when the pump was almost empty, catheter model/serial, catheter revision date, catheter findings during that revision, resolution, catheter status and return, and patient outcome as this information had not been provided. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). It was reported the catheter repositioning was due to a suspected problem with the catheter and the patient having experienced more spasms. On (B)(6) 2016, it was peroperatively "not possible to reposition the catheter". An magnetic resonance imaging (MRI) was performed to exclude possible adhesions at the catheter side. No adhesions were present. The event was "solved after a revision of the catheter on (B)(6)2016".

Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), product type: pump.

Event description:
On (B)(6) 2016 additional information included the concentration of the lioresal of 500 mcg/ml at a daily dose of 62.95 mcg/day. The lot number of the lioresal was s0007 10mg/5ml. The indication for use was paraplegia due to motorcycle accident. The "residual" volume was 2.6 ml and the "real" volume was 3 ml. The patient reported that the increase in spasm started 3 days before the consultation on (B)(6) 2015, the exact start date was (B)(6) 2015. On (B)(6) 2016 the dose was increased to 70 mcg/day. The catheter information was provided at this time. The catheter revision was not yet performed. The patient wished to wait until his "basket season" was over. However, this was planned for (B)(6) 2016. The catheter will be collected and returned for analysis.

Manufacturer narrative:
H6 correction/update: the annex g code g04023 was not previously added in error medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #pli 30 (lio): evaluation determined that standard investigation is not needed because the drug is not lioresal distributed by medtronic. Continuation of d10: product ID 8637-20 lot# serial# (B)(6) product type pump medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. Pump reprogramming occurred on (B)(6) 2016. The catheter was explanted / replaced and the device was disposed of by the healthcare provider according to biohazard instructions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-nov-23, additional information was reported from a foreign healthcare professional (hcp) conducting a clinical study. It was reported the catheter was repositioned on (B)(6) 2016. An magnetic resonance imaging (MRI) performed on (B)(6) 2016. The results excluded granuloma or adhesion at the catheter site. The event was considered resolved without sequelae on (B)(6) 2016.